Event description:
It was reported that during the laparoscopic lobectomy surgery, after fired, the knife moved to the distal end, but could not return knife automatically. Knife reverse button could not work. Used manual override lever to return knife. There were no adverse consequences to the patient. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 9/4/2024. D4: batch # unk. Investigation summary: this is an analysis of a set of photos submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the photos shows only the labels of the device and reload packaging with the ec60a and ecr60g product codes, the lot number a9d10c for the device and 126c64 for the reload, and also a tyvek of reload can be seen in the photo. Based on the photos reviewed the event described could not be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. Device history review: a manufacturing record evaluation was performed for the finished device lot number a9d10c, and no non-conformances were identified.